Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A patient had bilateral sij fusion surgery in (B)(6) 2015. In (B)(6) 2016, the patient complained of leg pain. Upon review of the CT, the surgeon confirmed one of the implants was impinging the s1 nerve root. The surgeon performed a revision in which the implant was repositioned roughly 3-5mm. The patient was doing very well post op and sent home with the issue resolved.